Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. In 2001; patient's blood glucose was 300 mg/dl. Patient reported having to add 2 1/2 units more of insulin. Patient reportedly almost went into insulin shock. No details available. No further information has been reported.